Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 10 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller log file reviewed by the manufacturer's technical services revealed elevated lvad parameters. The presence of thrombus was suspected. It was reported that the patient had a very complicated course and eventually expired from a combination of sepsis and necrotic lower extremity. The lvad clinicians indicated it was difficult to say if pump thrombosis played a role given the complexity of his clinical status. The ramp echocardiogram did not demonstrate total thrombosis, but given the elevated parameters there was concern for partial thrombosis. The patient was unable to be anticoagulated due to bleeding from an unknown source. No further information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirms the report of low flow; however, the report of suspected thrombus could not be determined. A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Thrombus, bleeding and infections are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.